Manufacturer narrative:
The most likely cause of the deviation is that the guide was not held firmly in place during surgery and changed position when forces were applied by the drill.

Event description:
The reporting dentist has used a sicat surgical guide (sicat classicguide) for preparing osteotomies (drill holes for accommodating a dental implant) for dental implants. However, the implants at tooth fdi #11, #15, #21, #25 did not end up at the correct position and orientation. They ended up too far in the dorsal direction. At position #25 the sinus floor was injured. The dentist removed the implant #25 and grafted the site and will let it heal.